Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after 11 days of catheter insertion, there was a crack in the luer adapter and the catheter was repaired. There was no leak, povidone-iodine was the cleaning agent used on the device, tego was not utilized, and no instrument used to loosen or tighten the device. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after 11 days of catheter insertion, while preparing the patient for dialysis, the technician observed a crack in the blue (venous) luer adapter, and no leakage as silicon extension was locked. The catheter was repaired by replacing only the luer adapter on the same day of the event, the device was used successfully, and treatment was completed. No instrument used to loosen or tighten the device, they tighten the adapters by hand only, no other products being utilized with the device and no excessive force used to pull/take out bloodline from the luer adapter. Povidone-iodine was the cleaning agent used on the device and it was also the cleaning agent typically used to clean the adapters, the cleaning agent was allowed to dry thoroughly, and after drying, they only closed the cap. Tego was not utilized, and flushing was not done. There was no blood loss, the event did not lead to air embolism, and no medical intervention done to the patient. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while preparing the patient for dialysis, the technician observed a crack in the blue (venous) luer adapter, and no leakage as silicon extension was locked. The catheter was repaired by replacing only the luer adapter on the same day of the event, the device was used successfully, and treatment was completed. The damaged/repaired part will be returned for evaluation. No instrument used to loosen or tighten the device, they tighten the adapters by hand only, no other products being utilized with the device and no excessive force used to pull/take out bloodline from the luer adapter. Povidone-iodine was the cleaning agent used on the device and it was also the cleaning agent typically used to clean the adapters, the cleaning agent was allowed to dry thoroughly, and after drying, they only closed the cap. Tego was not utilized, and flushing was not done. There was no blood loss, the event did not lead to air embolism, and no medical intervention done to the patient. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. A comprehensive examination could not be performed, because the returned sample was not received in a state that allowed full functional or visual assessment. It was reported that the luer adapter was leaking, cracked or broken. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.